Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was not provided. The customer stated that he was in the hospital for a couple of days. The customer reported to health care provider of missing filling cannula. The customer stated that no blood glucose readings were entered. The customer declined to troubleshoot for high readings.